Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. An updated explant date was provided with the receipt of the device. The device was explanted on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lymphadenopathy/capsular contracture/rupture. (B)(4). This report contains supplemental information for mentor asr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 375cc mentor memorygel breast implants placed experienced bilateral capsular contracture (baker grade unknown), bilateral rupture, and bilateral lymphadenopathy post procedure. The lymph nodes were stated to be growing. The ruptures were confirmed through ultrasound. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-12045 for contralateral prosthesis report. This report contains supplemental information for mentor asr reference number (B)(4).